Manufacturer narrative:
Per the data log review, only the system log and local area network / interface (lan I/f) board log were provided. On (B)(6) 2020, a perfusion screen was opened at 08:25:38 am. At 11:51:19 am logging stops (possible freeze). The lan I/f shows an input buffer overflow at 11:51:33 am which indicates the central control monitor (ccm) did freeze but the lan I/f continued to run. The overflow occurred because the data from the pumps and modules could not be sent to the ccm. The data log confirms the complaint. The data log review also showed that this happened two other times. It occurred on (B)(6) 2020 and on (B)(6) 2019. Most likely these ccm freezes caused the three complaints (B)(4). Since the complaints were not called into the manufacturer until august 2020, the dates may be incorrect. The data log does show three ccm freezes.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded, per the manufacturer's subsidiary, the hard drive was replaced to correct the issue. This complaint is related to (B)(4)/ medwatch#1828100-2020-00361.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) could not power on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h3 and h6. During laboratory analysis, the product surveillance technician was unable to duplicate the reported complaint. The central control monitor powered on as it should, booting up to the appropriate screens.

Manufacturer narrative:
The reported complaint was confirmed via the data logs but it could not be duplicated during testing so a root cause could not be identified. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.